Event description:
Caller reported damage to pump housing and usb port, impacting the ability to charge the pump and causing it to shut down. There was no adverse impact to the customer's blood glucose level. The customer, unsure of how the damage occurred, continued to use the current pump despite it not being watertight and not having the most up-to-date software. Technical support resolved to send a replacement pump with updated software, confirmed the shipping address, and advised the customer on steps to take upon receiving the replacement. The problematic pump was to be returned to tandem via ups with a pre-paid label.